Manufacturer narrative:
Follow-up # 1.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. Product analysis performed a retain test. The retain test strip passed testing with no faults found. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touch verio flex meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that at on (B)(6) 2015 at 3.49pm, he alleged obtaining an inaccurate result of "71 mg/dl" with the subject meter. The patient confirmed he does not normally observe symptoms at this blood glucose level. It is unknown if the results would/would not meet lifescan's accuracy criteria as the comparison is against their feelings and/or normal readings. The patient stated he manages his diabetes with insulin (self-adjuster). The patient confirmed that he took his normal dose of medication (including sliding scale) on (B)(6), 2015 at 12.58pm. The patient claims he developed symptoms of "shaking" before the product issue on (B)(6), 2015 at an unspecified time. The patient confirmed taking more food and/or drink on (B)(6) 2015 at 3.50pm. The patient confirmed the meter had been previously reading high. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the test strip were not open past their discard or expiry dates and the test strips were stored correctly. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury.